Manufacturer narrative:
Additional suspect medical device components involved in the event: model/catalog description: argyle lead 45 cm sterile kit, model: db-2203-45, serial: (B)(6), batch: 5005827, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced delirium, high blood pressure post-operatively and difficulties waking up the following morning following the lead implant procedure. In the physician's opinion, the cause for the bleed was attributed to the high blood pressure the patient experienced following the procedure and was not device nor procedure related. The devices remain implanted and the patients blood pressure was monitored and is expected to fully recover.